Event description:
It was reported that the right ventricular (rv) lead exhibited dislodgment. Also, the lead traction was greater than expected due to patient's large body size. The lead was surgically repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.